Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use the pump for insulin therapy until replacement arrived. Customer¿s blood glucose was ¿high¿, per continuous glucose monitor reading; cause was unknown. A manual injection was administered to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.